Event description:
It was reported that the device intermittently failed to detect the therapy cable connection. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the loose therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and was unable to duplicate the reported failure.